Event description:
It was reported that the bottom of the patient's mobile power unit (mpu) disconnected from the top of their mpu. It was attempted to reconnect the two pieces, but was unsuccessful. There were no adverse patient impacts associated with this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings from the investigation found that the screw posts on all 4 corners have been completely broken and there was an excessive infestation covering a large part of the interior including both housings and pcb along with the patient cable. The reported event of a damaged/separated top and bottom portions of the housing was confirmed. The mobile power unit serial number (B)(6) was received and evaluated at pleasanton service center. Visual inspection revealed that the screw posts on all 4 corners have been completely broken. It was also observed, an excessive infestation covering a large part of the interior including both housings and pcb along with the patient cable. Due to the visual observations, it is not feasible to repair this mpu and it will be removed from usage and scrapped. A specific root cause for the investigation findings was not able to be determined. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and instruction for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.